Event description:
The patient was on a ge cardiac monitor. The EKG waveform was "flipped." Biomed determined the assembly of the wires within the leadwire cable were transposed, resulting in the flipped waveform. This may apply to lead wires 412681-001, 412681-002, 412681-005, 412682-001, and 412682-002. These lead wires can be used with the following monitors: solar, eagle, dash, and apex. No injury to the patient.